Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause. The exact root cause remains unknown as the device was not returned for evaluation. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.

Event description:
Procedure performed: "lap chole" "upon delivering the bag, the bag came off the prongs. The metal prongs were exposed inside the body. They had a hard time removed the bag from the body. They ended up using a new universal retrieval bag. The defective bag was removed and nothing was left inside the patient" type of intervention: "they ended up using a new universal retrieval bag. The defective bag was removed and nothing was left inside the patient" patient status: "no patient injury"